Event description:
It was reported that during an angioplasty procedure in the anterior tibial artery, the pta balloon allegedly rupture prior to reaching rated burst pressure. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted, as the lot number was not reported for this device. The device was returned for evaluation. The device was inflated with water and a circumferential rupture was noted on the balloon near the distal tip. Therefore, the investigation is confirmed for a circumferential rupture. The definitive root cause could for the identified rupture not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the anterior tibial artery, the pta balloon allegedly rupture prior to reaching rated burst pressure. Another balloon was used to complete the procedure. There was no reported patient injury.